Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
Additional information was provided on (B)(6) 2023, stating that multiple power source alerts were received after the device was plugged into a wall outlet contiributing to the pump's fast battery depletion. During troubleshooting, the issue could not be duplicated and the pump was shown to be working as expected. B3 h6: removed 2885, added 2892 b3.